Manufacturer narrative:
The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a no disposable alarms using 100 ml flow stop cassette. Patient prepared new cartridge and alarm resolved. Unknown if patient still had cassette to return. No patient injury was reported. No further details provided.